Event description:
It was reported that the patient died. The patient presented with coronary artery disease, non-st segment elevation myocardial infarction, acute coronary syndrome and three vessel disease and was referred for percutaneous transluminal coronary angioplasty (ptca). The target lesions were located in the left anterior descending artery (lad), left circumflex (lcx) and obtuse marginal (om) arteries. Rotablation was performed to modify the calcified plaque in the lad. A 2.50 x 38 mm synergy xd was then implanted in the lad followed by implantation of a non-boston scientific stent in the lcx-om. Angiogram showed thrombus in the lad and complete occlusion of the proximal lcx. The patient experienced persistent hypotension and repeated episodes of ventricular tachycardia. CPR was initiated and the patient was intubated. The tachycardia was managed via cardioversion and xylocard. CPR was continued and high dose inotropic support was provided. A temporary pacemaker implantation (tpi) was placed and stent dilation was performed in the lcx. Angiogram revealed resumed blood flow in the lad and lcx. Hypotension and vt remained persistent. CPR and cardioversion were continued, but no stable rhythm or blood pressure was able to be achieved. The patient was shifted to the critical care unit with high support, tpi and invasive ventilation. No palpable pulses and no blood pressure was able to be recorded and there was no return of spontaneous circulation. The patient could not be revived and was declared dead. The official cause of death was acute thrombosis of the lad stent and ventricular tachycardia.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device technical analysis: the stent was implanted and no component was not returned for analysis; therefore, a technical analysis could not be performed. Device history review: it was confirmed that this device met manufacturing specification prior to distribution and there are no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. There is no evidence the device was used contrary to product labeling per the instructions for use. Risk review: a risk review was performed, and it confirmed that the events are defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of known inherent risk of device. Based on the information available, the reported outcome of death attributed to acute lad stent thrombosis with ventricular tachycardia aligns with adverse events that are already documented as known risks in the product IFU and there is no objective evidence in the record to confirm a device deficiency. Based on the available evidence, there is no confirmed manufacturing, design, or labelling issue. The complaint did not report any device malfunctions which could have contributed to the complaint.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the patient died. The patient presented with coronary artery disease, non-st segment elevation myocardial infarction, acute coronary syndrome and three vessel disease and was referred for percutaneous transluminal coronary angioplasty (ptca). The target lesions were located in the left anterior descending artery (lad), left circumflex (lcx) and obtuse marginal (om) arteries. Rotablation was performed to modify the calcified plaque in the lad. A 2.50 x 38 mm synergy xd was then implanted in the lad followed by implantation of a non-boston scientific stent in the lcx-om. Angiogram showed thrombus in the lad and complete occlusion of the proximal lcx. The patient experienced persistent hypotension and repeated episodes of ventricular tachycardia. CPR was initiated and the patient was intubated. The tachycardia was managed via cardioversion and xylocard. CPR was continued and high dose inotropic support was provided. A temporary pacemaker implantation (tpi) was placed and stent dilation was performed in the lcx. Angiogram revealed resumed blood flow in the lad and lcx. Hypotension and vt remained persistent. CPR and cardioversion were continued, but no stable rhythm or blood pressure was able to be achieved. The patient was shifted to the critical care unit with high support, tpi and invasive ventilation. No palpable pulses and no blood pressure was able to be recorded and there was no return of spontaneous circulation. The patient could not be revived and was declared dead. The official cause of death was acute thrombosis of the lad stent and ventricular tachycardia.